Event description:
On (B)(6) 2013, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm measuring a reported 10 cm in diameter. During the procedure, three stent-graft components were successfully implanted; however, an angiographic run revealed a proximal type I endoleak. The physician ballooned the proximal end of the system in an attempt to gain better device apposition to the vessel wall, but the endoleak was not resolved. An aortic extender component (pxa280300/10524902) was inserted to treat the proximal type I leak. However, the device reportedly moved proximally upon deployment by approximately 3 mm. The right renal artery was covered while the left renal artery was only partially covered. The physician advanced and inflated a balloon at the proximal end of the trunk, and was able to pull the stent-graft system downward. A final angiographic run revealed both renal arteries were patent. The procedure was completed without any further complications, and the pt tolerated the procedure. On an unk date, a renal scan reportedly revealed the proximal aortic extender component to be impinging on the right renal artery. On (B)(6), the pt was implanted with a bare metal stent. Blood flow to the right renal artery was successfully restored, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.